Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances/return of pain/discomfort/pocket pain/ambulation difficulties was not determined. The doctor reviewed the incision and did not see any sign of infection. Connections were all good. The rep stated that they reprogrammed around the impedances and were able to map all of the client's pain areas. As for the pocket site pain, the doctor mentioned using lidocaine. The issue has not yet been resolved as the doctor will be using lidocaine at their next appointment. This information as confirmed with a physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the pt experienced return of pain, pain at the ins site, discomfort/soreness/pinching, and walking difficulty/immobility/loss of balance/unable to get out of bed. Rep reports the pt stated their pocket site is sore to the touch and the pain radiates down their legs. The patient's managing physician (hcp) reviewed the incision and saw no signs of infection. Pt will be getting an MRI for confirmation. Rep reports upon interrogation of the battery they found 2 high impedances on electrode 5 and 10. Rep reports the issue is not resolved and is still ongoing.